Event description:
During follow-up, there was increased pacing impedance, loss of capture and loss of sensing confirmed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance, no capture and no sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.